Manufacturer narrative:
Date of the event (B)(6) 2007 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/ sacral nerve stim. It was reported that the patient had the device explanted because it was causing so much pain. It was stated that the patient had a stroke that was not related to the medtronic therapy. It was stated that the implant site caused the patient pain when they laid down. It was stated that the patient didn't really need the implant anymore because the they became bedridden and was in diapers so they took it out to alleviate this pain. It was stated that the ins was removed 11 years ago, but the caller didn't know if it was partial or total explant, the doctor who explanted it ,the facility where it was removed nor the date for removal. No further patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.